Manufacturer narrative:
Patient age at time of event: 18 years of age or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID:2134265-201-00059. It was reported the rotawire fractured and was surgically removed from the patient. The 90% stenosed target lesion was located in the severely tortuous, severely calcified proximal - distal left circumflex (lcx). Rotational atherectomy was being performed with the use of a 1.5mm rotalink¿ plus over a rotawire floppy. The burr was advanced to the target lesion in dyna glide mode. When the burr was just about to enter the coronary artery, it was manipulated to change the direction of the guide but the guide got separated. At that time, the rotawire floppy was found to be separated. The burr was removed from the patient and confirmed that separated portion of the rotawire was floating from the coronary artery to the aorta using intravascular ultrasound (ivus). Retrieval efforts were made using a snare but were unsuccessful. The physician then inserted two non bsc guidewires into the coronary artery and tried to remove the separated portion of the rotawire by entwining them. Which was successfully entwined but the devices were unable to be removed from the patient. The patient¿s condition was consistently stable and the physician judged that it would be difficult to remove it by intervention. The rotawire and the two non bsc guidewires were successfully removed surgically and a bypass procedure was completed successful.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the guide catheter was disengaged and the rotawire got detached. It was noted the rotawire detachment was due to the operational context, and it was not due to the device¿s issue. There was no contact between the burr and the rotawire. The patient was reported as being in stable condition.